Event description:
It was reported that the patient presented for an implant procedure. It was noted that the pacemakers screw was loose reason the ventricular lead was unable to be connected properly. The pacemaker was not used and replaced. There were no patients consequences.

Manufacturer narrative:
The reported event of could not properly tighten the ventricular setscrew to hold the ventricular lead in the pacemaker was confirmed. Analysis revealed the user of the torque wrench during the implant procedure was incorrectly inserting the wrench into the setscrew inset. The wrench was not being aligned to go into the setscrew inset and was being inserted at angles. Therefore, the wrench could not engage and tighten the setscrew. This was the cause of the reported event. The setscrew anomaly was consistent with having occurred during the procedure.